Event description:
Same case as: MDR ID 2134265-2013-04839. (B)(4). It was reported that subsequent to a stenting treatment procedure the patient experienced atypical chest pain. The patient presented with stable angina in (B)(6) 2013 and underwent a cardiac catheterization procedure which revealed 2 target lesions. The first was a 80% stenosed lesion located in the mid left anterior descending (lad) artery with a reference vessel diameter of 3.0mm and a lesion length of 16mm. The lesion was predilated with an unspecified balloon and 2.50x38mm study stent was deployed, resulting in 0% residual stenosis. The second was a 90% stenosed lesion located in the distal left anterior descending (lad) artery with a reference vessel diameter of 2.5mm and a lesion length of 28mm. The lesion was predilated with an unspecified balloon and 3.0x20mm study stent was deployed, resulting in 0% residual stenosis. The patient was discharged the following day on dual antiplatelet. In (B)(6) 2013 the patient returned with atypical chest pain.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis as it was implanted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).